Event description:
A baxter biomedical technology engineer called to report, he received notification of an incident involving the colleague color triple channel infusion pump that malfunctioned during infusion. An unknown antibiotic was infusing through the first channel. Norepinephrine was infusing through the second channel. The patient¿s systolic blood pressure dropped 100 to 70 for 5 minutes while new pump was located. Norepinephrine was restarted on a new pump. The patient¿s systolic blood pressure went back to 100 within one minute of restarting the infusion. The antibiotics was restarted 15 minutes after pump failure. The physician was at the bedside of the patient at the time of the incident. No further information was available.

Manufacturer narrative:
Evaluation summary: event history / data log review: in 2007, failure code 500:320:844:0000 occurred one time stopping the infusion on channel a. At the time of the failure channel a was infusing at the piggy rate of 360 ml/hr, channel b was in standby mode and channel c was stopped. Failure code 500 is a stuck key or line other than on/off, this failure code occurs when a key is stuck or pressed for 50 seconds or more. Prior to this failure, there were four channel c stop invalid key presses (channel c was already stopped), the last key press was at 16:16:15, 50 seconds later (16:17:05) failure code 570 occurred. Prior to this incident, there is no indication of stuck keys. No other failure codes were found. Testing summary: the pump passed the power on self-test. The keypad was tested for proper operation, and all keys were found to function properly. Channel c was started and stopped numerous times, and no failure code occurred. All three channels were programmed to run over the weekend, during this times no failure codes occurred. The reported condition was confirmed but not duplicated. The assignable cause is that someone or something was pressing against the channel c stop key for more than 50 seconds which caused failure code 500.review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA-129.complaint no. Cmplnt-000015605